Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an elective replacement indicator (eri) message/low battery icon. There was no allegation or dissatisfaction with ins longevity. Patient had a sudden return of frequency, and was going 2-3 times an hour. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.